Event description:
It was reported that the patient had withdrawal years prior to report. Since the patient was very sensitive, his alarm date had since been changed so that it would go off sooner. At the time of report, the pump contained baclofen, though it was not specified if the current drug was consistent with the drug at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).